Event description:
It was reported that following a magnetic resonance imaging (MRI) the patient was experienced inadequate stimulation. It was also reported that the ipg was not holding a charge and non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.